Manufacturer narrative:
The manufacturer received information alleging a ventilator service required condition occurred. The service technician noticed a "tobacco smokey" smell while they were cleaning the device. There was no evidence of smoke, fire, or exposed wires found on the device. There was no harm or injury reported. During the evaluation of the device at third-party service center, the third-party service technician confirmed the customer¿s issue. The third-party service technician observed additional error codes in the device¿s event log, none of which indicated a cause for this issue on this device. The cause was due to contamination found on the device. Additional findings not related to the malfunction/issue was salinity pollution and discoloration on the following parts for this device: blower assembly, blower bellow seal, and blower mount. These parts were replaced on the device. The third-party service engineer replaced the front panel, internal door, and filter cover on this device. In addition, the third-party service engineer recognized contamination was found on the following parts: rear cover, cooling fan assembly, fan retainer, main housing, machine flow sensor, muffler assembly, vanity cover, tubing system printed circuit assembly, tubing blower chassis, tubing fio2, and tubing low flow o2. All of the contaminated parts were replaced on the device. The following part was proactively on the device. Air inlet foam filter. The following part was proactively replaced on the device: air inlet foam filter. After replacing all of these parts, a functional test was performed, and it passed on the device. The device was found to be operational.

Event description:
The manufacturer received information alleging a ventilator service required condition occurred. The service technician noticed a "tobacco smokey" smell while they were cleaning the device. There was no evidence of smoke, fire, or exposed wires found on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation; however, the device investigation has yet not begun. A final report will be filed once the investigation has been completed.